Manufacturer narrative:
The device was not returned for analysis as it remains implanted. Lead migration from the location chosen at initial implantation, resulting in stimulation changes, is identified in the manufacturer's instructions for use (IFU) as a potential risk that may lead to revision surgery.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient with an implanted evoke spinal cord stimulation (scs) system reported insufficient pain coverage. Multiple programming attempts were made but adequate coverage couldn¿t be achieved. An x-ray showed that the lead had migrated . A second lead was implanted during a revision procedure and the patient was programmed into closed loop with adequate coverage reported.